Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded false atrial tachy response (atr) episodes with noise over sensing that is regular in nature. The clinician determined the patient had a magnetic resonance imaging (MRI) procedure on that day and there was another MRI procedure. Furthermore, the beeper was permanently disabled by the MRI procedure as it is expected. The crt-d remains in service. No adverse patient effects were reported.